Event description:
It was reported that following a cataract surgery, the trocar broke during attempt to implant the stents from a trabecular microbypass stent system. Per report, a back-up device was used in attempt to complete the procedure; however during such attempt, the trocar from the back-up device also broke. The report noted compromised visualization, and surgical technique contributed to the event. There was no report of patient injury. Additional information has been requested. This report references device one (1) of two (2)

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the information received, the root cause of the reported event could not be conclusively identified; however the report noted that operational context and surgeon technique likely contributed to the event. Please reference 2032546-2022-00050 for device two (2) of two (2). MFR# reference: (B)(4).